Event description:
It was reported that there was an event of pacemaker under sensing upon review of a remote transmission. There was no intervention performed. The patient status was noted as having no consequences.